Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer wears their pump against their skin. The customer's blood glucose (bg) level was 208mg/dl. The customer successfully resumed insulin deliveries without an additional occlusion alarm occurring. A system check was performed verifying the occlusion alarms. Additionally, the customer experienced a low bg level ranging between 50-100mg/dl and the cause was not known but stated the issue was not caused by the pump or supplies. The customer consumed a protein bar and juice to address the bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.